Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was contacted and recommended that this device be replaced if the patient become symptomatic. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was contacted and recommended that this device be replaced if the patient became symptomatic. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported and this device has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.